Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 70% stenosed lesion being treated was located in the severely calcified, non-tortuous left anterior descending (lad) artery. The 3.00 x24mm taxus express2 drug eluting stent would not cross lesion and stuck to guide when physician attempted to withdraw it. The physician removed entire delivery system, noted the stent was extremely deformed, and lodged into tip of guide. The physician dug the stent out of the balloon with medical grade pliers. The stent was deformed in an s shape and they were unable to determine if the struts were still intact. The measured length of the stent was 20mm. The physician feels the remainder of the stent (4mm) is lodged in the patient. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.